Event description:
It was reported that a large volume infusor was still filled at the end of the expected therapy time; no flow was observed. The device had been filled with fluorouracil and normal saline for a total fill volume of 84 ml; it is unknown how much solution was left in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation without fluid in its bladder. A visual inspection was performed and found no signs of blockage or physical abnormality that could have caused the reported condition. A functional flow test was then performed by refilling the bladder with water; flow was then observed at the distal luer. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.